Manufacturer narrative:
(B) (4) (glare), (vision problems). Work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in both eyes. This icl was implanted on (B) (6) 2010. The icl was explanted on (B) (6) 2010 due to the icl having decentered. The icl was removed through the original incision and a longer icl was implanted with no pt injury. The pt was having vision problems and glare at night - the pupil was larger than the icl. The surgeon felt the event was not due to mismeasurement of white-to-white or mislabel, he felt it was due to the pt's anatomy.